Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the first report of two from the same facility regarding the same issue. The surfaces of the crw arc sys is strongly "attacked" corroded, the color scaling almost completely gone. Therefore, the sys is very sluggish and makes a precise adjustment impossible. The unit was in contact with a pt, however, there was no injury or delay as a result of this issue.